Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of four of peritoneal dialysis therapy. It was determined that the patient¿s fill volume was 1500ml and their drain volume was 2982ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. A device history review revealed no issues that could have caused or contributed to this issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.